Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device performed to specification. Review of the device log showed that the unit had been kept on standby without electrodes connected. This caused the device to display a red x, preventing it from completing its scheduled self-test. The AED pro unit conducts both automatic and manual self-tests to ensure its integrity and readiness for emergency use. One of these tests checks that the battery has enough energy for at least 2 hours of continuous monitoring and can deliver ten shocks at maximum energy. The device passed all functional tests using a known good battery and electrode pads. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.